Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was a keypad leak as well as a battery compartment leak. There was evidence of moisture corrosion in the battery compartment. There was a hard cs069 alarm when the pump was powered up. The pump was unable to recover from the cs 069 after the reboot. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture within the pump. This report is made based on results of investigation completed on 03-aug-2018.